Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 3778-60 x2 pain stim leads, implanted: (B)(6) 2011; 37702 pain stim ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was in the emergency room for chest pain. The electrocardiogram (EKG) showed a high frequency artifact occurring every .4 seconds with a group of five spikes. It was noted that the patient also had an implantable neuro stimulator (ins). It was suspected that cycling was enabled and it was suggested that the ins be turned off to determine whether the artifact goes away. The device is still in use. No further patient complications have been reported as a result of this event.